Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection of the returned lead extension (b) showed a kink and all internal wise broken was found. The cause for the event remains unknown.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on both extensions. Surgical intervention was undertaken wherein both extensions were explanted and replaced.